Event description:
On (B) (6) 2010, patient reported he woke up to his infusion device alarming an e4 (occlusion) this morning. Patient stated he changed out the infusion tubing at that time but left in the infusion site. Patient reported he primed the infusion tubing and reconnected to the infusion device; e4 was cleared. Patient stated he went back to bed and a few hours later. It alarmed again so he changed out his infusion site at that time. Patient reported he continued to be connected to the infusion device and then right before calling, it alarmed e4 (occlusion) error again. Patient stated he has had concerns with this issue ever since changing the type of infusion sets he uses; changed approximately 1 1/2 years ago. Had patient disconnect infusion tubing from the infusion site and attempt to prime; infusion device occluded. Advised patient to disconnect transfer set tubing from insulin cartridge and prime; infusion device did not display an e4 this time. Advised patient he will need to change out the infusion tubing. Patient does not have additional infusion sets with him at this time. Patient reported his blood glucose is elevated due to occlusions; no further information was provided. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.